Event description:
Information received from the field does not address the patient's clinical status but notes no telemetry.

Manufacturer narrative:
Final analysis found the device in back-up code c and unable to be interrogated due to a lock up of the communication telemetry software subsystem in the processor integrated circuit.